Event description:
In this event, it was reported that a patient experienced discomfort two weeks after having a crown cemented with smartcem2. As a result, the doctor performed a root canal to alleviate the pt's discomfort. The doctor reported that upon accessing the nerve through the crown, he noticed that the cement inside of the crown was not set as expected.

Manufacturer narrative:
There are a variety of reasons a tooth would require endodontic therapy following placement of a crown, and failure of the cement to set could be one of the potential causes. As it is impossible to ascertain what other factors may have contributed to the patient's discomfort and the eventual endodontic treatment of the tooth, we must assume that medical/surgical intervention to preclude serious injury was required as a result of the cement not setting. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device was returned and evaluated for work time and set time properties. The work time property was found to be within specification. The set time property was found to be out of specification. At this time, the cause is unk. Also, retain product was tested and found to be within specification.